Manufacturer narrative:
Updated evaluation code-conclusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a consumer who was implanted with an neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the device was explanted due to an infection. No further complications were noted or anticipated.